Event description:
It was reported meter was unavailable for use when customer reportedly experienced hyperglycemia symptoms of dizziness, delayed breathing/shortness of breath, seeing black spots, sweating and headaches resulting in loss of consciousness and requiring hospitalization. The patient was treated with an IV of unknown content and insulin.